Manufacturer narrative:
The investigation was performed on the user synced glucose data on data management system (dms), which is an eversense cloud platform. Based on the investigation analysis, the sensor glucose (sg) value was 167 mg/dl at 3:28 pm and 162 mg/dl at 3:33 pm. However, there was no blood glucose (bg) entry at these times. Thus, the customer reported mismatch was not confirmed. A review of the available glucose data on dms revealed that the customer was not calibrating properly. There were many instances where estimated values (sensor glucose readings) provided by the app were being entered as calibrations instead of true finger stick bg values. It's important for the user to enter calibrations with the exact value of a finger stick reported by the bg meter and the exact time at which the bg was measured. Entering anything other than a true bg value can disrupt the calibration and lead to significant deviations in the sensor readings displayed, and this can have an impact for several days after resuming normal calibration. The customer acknowledged that they were not entering true bg values. The customer was recommended to calibrate the system using true fingerstick bg values. The customer is currently using the system with up to date glucose information and the current performance is within expectations. No further investigation was found necessary for this complaint. G3. Date received by manufacturer updated to 01 november 2023. H3. Investigation findings updated to 114.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The customer reported low glucose event on (B)(6) 2023 at 3:30pm sg = 122 mg/dl. User reported bg = 77 mg/dl. Review of the glucose trend data show sg = 167 mg/dl at 3:28 pm, sg = 162 mg/dl at 3:33 pm but there was no bg entry, thus the customer complaint could not be confirmed. The user did not receive a low glucose alert as the sg was above the low glucose alert limit of 65mg/dl. Based on review of the available data on data management system (dms). It was observed that estimated values provided by the app were entered as calibrations rather than true bg values. It's important for the user to enter calibrations with the exact value of a finger stick reported by the bg meter and the exact time at which the bg was measured. Entering anything other than a true bg value can disrupt the system functioning and lead to significant deviations in the sensor readings displayed, and this can have an impact for several days after resuming normal calibration. The user acknowledged that he doesn't calibrate correctly because he's often abroad to work. A review of system diagnostics showed that the system is working within expectations. The user was advised to calibrate the system as requested, using true finger stick bg readings, entering the exact value from the bg meter and the exact time of the fingerstick. The user is currently using the system.

Event description:
Senseonics was made aware of a hypoglycemia event which happened on (B)(6) 2023 at around 3:30 pm. The customer reported that the blood glucose (bg) value was 77 mg/dl and the sensor glucose (sg) reading was 122 mg/dl. The customer complained of not receiving a low glucose alert because the sg value did not go below the low alert threshold which was set at 65 mg/dl. The customer did not seek any medical attention and self resolved the event.